Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s insulin cartridge and connector did not sit flush with the device, preventing insulin delivery until the user transitioned to a backup pump. Symptoms included hyperglycemia with readings reported as ¿high,¿ sustained elevation above 180 mg/dl for several hours, and alerts indicating levels above 300 mg/dl. Outcomes included temporary loss of insulin delivery and the need for alternative therapy, without ketone testing, professional medical intervention, or hospitalization. Investigation included guided troubleshooting to rule out user setup error and supply issues, with visual inspection for debris and process-of-elimination steps. Investigation of the returned device revealed no mechanical fit or connection issue involving the connector interface and insulin chamber, consistent with a device component malfunction affecting insulin delivery.